Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been received. If further details or the device are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2020 and a reservoir was used. It was found that there had been a foreign substance like a hair in the package. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/14/2020.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/29/2020. Additional information: h6 component code: biological. H3 evaluation: product received for analysis. Any contamination must be reported during the manufacturing process. This affected lot and was performed according to the procedure. Specific criteria for contamination external to reservoir and internal to inner pouch: dirt/grease/oil/smudges, foreign matter greater than 1mm2. Therefore, is considered this man factor does not contribute to the reported complaint defect. Instructions to correctly gown and degown to enter and exit the clean room. Gowning procedure is part of the basic training given to all personnel. Complaint lot was manufactured in facility that complied with internal requirements of manufacturer's quality system procedures. Processes include comprehensive environmental controls for all personnel and material entering this room and routine specified monitoring of environmental conditions including work surfaces, equipment, personnel, and the room itself. Therefore, is considered these method factors do not contribute to the reported complaint defect. Incoming inspection records for the inner pouch, part number lif-405345, lot numbers 31392014, 31393639 & 31395007 and outer pouch, part number lif-405348, lot numbers 31391701, 31396644 and 31394233, used in the lot of the reported complaint were reviewed and no issue was found. According to procedure bags shall be free of particle, grease, dirt, oil, folds, creases and discoloration and lot used met these requirements. Therefore, is considered this material factor does not contribute to the reported complaint defect. Foreign material was not detected during inspection. When sample was evaluated, a hair was found between reservoir and inner pouch. Particle was identified after outer and inner pouch were opened. This could have happened during pouch visual inspection at manufacturing line. The criteria for contamination external reservoir and internal to inner pouch: dirt/grease/oil/smudges, foreign matter greater than 1mm2. Particle detected is greater than 1mm2. Therefore, this man factor does contribute to the reported complaint defect. It was found that there had been a foreign substance in the package was observed during sample evaluation because foreign particle like a hair was found on sample received for evaluation. This defect is documented ¿foreign material loose inside pouch¿. Based on the present analysis, it is determined that the reported complaint is observed. Particle like a hair was found inside inner pouch, according to our document particle is not acceptable as foreign matter not greater than 1mm2, inside inner pouch. Corrective actions will be addressed through CAPA ca-tq000112. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 7/22/2020. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.